Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Only the product label was returned, this showed no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture as an inadequate sample was received, a product label without the physical product, a definitive root cause could not be identified. Post market vigilance will continue to monitor this condition for future potential action. Should new information become available, the file will be re-opened and the investigation will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while collecting the specimen during a laparoscopic cholecystectomy procedure, the surgeon found that the bag was broken. They used another device to resolve the issue in order to complete the case. There was no reported patient injury.